Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The instrument was giving ¿partial aspiration¿ errors when the leak was noticed. The volume of the leak was about 2 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a leak at the needle cartridge of the instrument and that the instrument was giving "aspiration" errors. The fse found that the needle vent line was kinked which was causing the leak and not allowing the probe wipe to drain or aspirate properly. The fse reseated the needle vent line and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).